Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area distal end is damaged, the cover glass of the insertion section is cracked, and distal end has sharp edges. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fiber bonding in the outer tube area distal end is damaged, the cover glass of the insertion section is cracked, and distal end has sharp edges the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope observed damage at the distal end. The issue occurred during maintenance. There was no patient involvement.